Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Bg values were not provided. Reportedly, the pump did not perform as intended. Review of the pump logs by tandem technical support indicated the pump was performing as expected, however, the customer maintained that the pump did not perform as intended. The customer declined further follow up from tandem technical support.